Event description:
It was reported that during remote check, device had encountered a reset. Patient was asymptomatic. No known sources of emi could be identified. Upon interrogation, software reset was observed. A software upgrade was performed. Reset was resolved by etp. Patient will continue to be monitored as usual.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.